Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. Patient went to hcp who prescribed amoxicillin (antibiotic) to the user. No further information is available regarding this incident due to lack of response from the user.

Event description:
Senseonics was made aware of an incident where patient reported infection at the insertion site. Patient went to hcp who prescribed amoxicillin (antibiotic) to the user.